Event description:
Literature was reviewed regarding the extravascular (ev) lead. The authors described a patient who underwent an implant of an ev lead with good electrical parameters and successful defibrillation threshold (dft) testing. Chest radiography on the day after the implant revealed a tilt of the lead tip posteriorly toward the heart. The patient experienced left-sided chest wall discomfort, exacerbated by deep breathing, necessitating analgesic treatment with paracetamol and tramadol. The electrical performance of the lead remained stable. The chest pain subsided, and the patient was discharged two days post implantation. The lead was left in that position. The lead remains in use. No additional adverse patient effects were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. Referenced article: unexpected posterior tilt in extravascular implantable cardioverter-defibrillator leads: lessons learned from 3 cases. Heart rhythm case reports. 2025; 11:347¿353. Doi: 10.1016/j.hrcr.2025.01.010. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.